Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection found a strongly twisted inner conductor helix close to the is-1 connector pin. The analysis showed that overrotation of the screw mechanism should be considered as cause. Furthermore, cuts were found in the insulation that are probably a result of the explantation. The further analysis showed no further deviations that could be related to the clinical complaint. The measured electrical measurement values were within specifications. In summary, a deformation of the inner conductor helix was noted. The analysis showed no indications of a material defect or a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 60 months, a sudden drop in sensing was reported. The screw was extended, and the x-ray image was unremarkable. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.